Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years post a port placement, the catheter was removed after it was allegedly found to be fractured. It was further reported that the patient allegedly experienced swelling and saline allegedly leaked. Reportedly, the catheter allegedly migrated and was removed using a snare from the femoral vein. The port and catheter was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one titanium implantable port attached to a groshong catheter in two segments were returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed on the returned device. Multiple kinks were observed to the distal end of the attached catheter. A complete compound break was noted on the distal end of the attached catheter that was elliptical in shape and on the proximal end of the catheter segment and distal end of the catheter segment. The third segment was not returned for evaluation. The edges of the complete compound breaks of the catheter segments were noted to be jagged and the surfaces were noted to be granular in one region and round and smooth in the other region. Splits were noted on the border of both regions. Therefore, the investigation is confirmed for the reported fracture, fluid leak, material separation and the identified naturally worn and deformation issues. However, the investigation is inconclusive for the reported migration issue as the exact circumstance at the time of the event reported was unknown and no evidence to confirm the reported migration was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that approximately three years post a port placement, the catheter was removed after it was allegedly found to be fractured. It was further reported that the patient allegedly experienced swelling and saline allegedly leaked. Reportedly, the catheter allegedly migrated and was removed using a snare from the femoral vein. The port and catheter was removed. The current status of the patient is unknown.